Manufacturer narrative:
Device evaluated by manufacturer:a visual and tactile examination revealed the shaft of the device was kinked and flattened between 166mm and 170mm proximal to the tip of the device. The balloon was folded but not wrapped around the shaft of the device. Microscopic examination of the balloon noted that the balloon material was creased. There were traces of contrast media present inside the balloon. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated with no problem noted. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the device in not indicated for use in the aorta.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon inflated beyond the markerbands. The lesion was located in the abdominal aorta distal to the renal arteries. A 6fr super sheath was placed and a guide wire was advanced across the lesion. When the physician attempted to insert the xxl balloon catheter into the 6fr introducer sheath, difficulties were encountered. The physician made several attempts to insert the xxl balloon through the sheath, however, these attempts were unsuccessful and the xxl balloon became stuck in the 6fr sheath. The xxl balloon catheter and 6fr sheath were removed from the patient as a unit. A non-bsc 7fr sheath was placed and the same xxl balloon catheter was easily inserted through the 7fr sheath and advanced across the lesion. When the physician inflated the xxl balloon the tapered ends of the balloon inflated as well, therefore, the xxl balloon was not positioned correctly. The physician deflated the balloon, however, the balloon did not rewrap well. The xxl balloon was removed from the patient. A second xxl balloon was advanced and inflated to complete the procedure. No patient complications were reported and the patient' status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon inflated beyond the markerbands. The lesion was located in the abdominal aorta distal to the renal arteries. A 6fr super sheath was placed and a guide wire was advanced across the lesion. When the physician attempted to insert the xxl balloon catheter into the 6fr introducer sheath, difficulties were encountered. The physician made several attempts to insert the xxl balloon through the sheath, however, these attempts were unsuccessful and the xxl balloon became stuck in the 6fr sheath. The xxl balloon catheter and 6fr sheath were removed from the patient as a unit. A non-bsc 7fr sheath was placed and the same xxl balloon catheter was easily inserted through the 7fr sheath and advanced across the lesion. When the physician inflated the xxl balloon the tapered ends of the balloon inflated as well, therefore, the xxl balloon was not positioned correctly. The physician deflated the balloon, however, the balloon did not rewrap well. The xxl balloon was removed from the patient. A second xxl balloon was advanced and inflated to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).